Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion with moderate tortuosity, moderate calcification and 90% restenosis in the mid left anterior descending (lad) artery. The 3.0 x 12 mm nc trek balloon catheter was prepped outside the anatomy and soaked in saline prior to use. After a guide wire was placed, the 3.0 x 12 mm nc trek balloon catheter was delivered to the target lesion and crossed with no resistance noted. During the second inflation, the balloon ruptured at 15 atmospheres (atms). The device was removed without any resistance from the anatomy and replaced with another new 3.0 x 12 mm nc trek balloon catheter, which was inflated without any issue. The procedure was successfully completed after a xience alpine stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.